Manufacturer narrative:
Abbott molecular has taken a field action (fa-cam-oct2011-110) to address this issue. The document ((B)(4)) highlights the root causes of the issue.

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical labs. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. During installation of the m2000sp at (B)(6) the field service engineer inspected the liquid waste sensor and observed deformation of the sensor housing. He reported that this was caused by screws that were fastened too tightly. The sensor was replaced per instrument service advisory (isa).